Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Review of the returned photograph could not confirm the reported event. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : no lot information available.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient's knee was revised to address pain, soreness, stiffness and loosening of the tibial component at the cement to implant interface. Depuy cement was used. No delay in surgery. X-rays showed the tibial component subsided and appeared to be loose. During surgery the tibial tray came out with little effort. There was no cement on the tibial component. Doi: (B)(6) 2014. Dor: (B)(6) 2021; left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Review of the returned photograph could not confirm the reported event. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
Medical records reviewed: on (B)(6) 2021, the patient underwent a left knee revision to address pain, decreased range of motion, synovitis, and tibial tray migration and loosening at the cement to implant interface. The surgeon noted dense scare tissue, tissue inflammation, and tibial bone loss. The tibial tray and tibial insert were revised. The femoral component and patellar component were retained. There were no indicated intra-operative complications.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: a2 (date of birth), b5, d10 and h6 (clinical codes). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.